Event description:
Cleaned the insertion site with the tinted chloraprep and did an over the wire exchange without any difficulty. Just as I was getting ready to place the dressing, the pt complained of sob and I looked over at him and he was very flushed in the face, I immediately called for help and a rn came in, took his b/p and put o2 on while I quickly used the non-tinted chloraprep and got the tinted off his skin. He was ok and in 2-3 minutes he was fine, we continued to watch him for about an hour and he had no other symptoms. Pt had slight reaction immediately upon placing PICC line, pt was instructed to take deep breaths and o2 as administered and pt had o2 sat of 99% and episode aborted. The old PICC line was discarded. The new PICC line is still in.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.